Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the event occurred in the intensive care unit (ICU). The md inserted the intra-aortic balloon (iab) through the sheath via left femoral artery at approx 20:00 hours. Hours later the pump began alarming "helium loss." The nurse observed blood in the helium supply line. As a result, the iab and sheath were removed successfully. While the md was removing the iab, it was observed that the iab had ruptured. The md made the decision not to insert another iab because the pt was stable. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time of delay or intervention in therapy noted with no harm to the pt. The pt outcome is the pt is hemodynamically stable on current medications.